Event description:
It was reported that the patient experienced hyperglycemia after changing an infusion set, noting that the inset 23" 6 mm applicator did not fully load and the cannula may have been inserted at an improper angle, which aligns with an infusion set deployment issue and potential connector/cannula malfunction. Symptoms included elevated blood glucose, with a reported peak of 356 mg/dl, without loss of consciousness, dizziness, or other acute complications. Outcomes included a temporary rise in blood glucose outside the target range for approximately one hour, without ketone testing, back-up therapy, or medical intervention. Investigation included troubleshooting and education regarding correct infusion set loading and site change. Investigation of this case revealed probable improper deployment of the infusion set leading to suboptimal cannula insertion and compromised insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique during infusion set loading and insertion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.